Manufacturer narrative:
In response to FDA report number mw5095577. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, corrected and/or changed data: b.5., d.6., g.3.

Event description:
Additionally, patient reported via regulatory agency ¿felt something weird in their right breast, definitely felt a difference, an obvious size/shape difference, outline of the implant in their armpit¿, ¿went to itch¿, ¿was poking out the side of their breast¿, ¿constant pain, tenderness, intermittent numbness, general all around discomfort¿, and ¿truly believe they are poisoning me and is affecting my quality of life so much I barely leave my bed at this point." Patient also reported via regulatory agency ¿extreme tiredness¿ and ¿symptoms of rheumatoid arthritis but no positive test¿; these are not device related.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain" and "deflated/displaced".

Event description:
Patient reported right side "pain" and "deflated/displaced." Device remains implanted.